Manufacturer narrative:
After further evaluation, the suspect medical device has changed from the architect i2000sr analyzer, list # 3m74-02, to the architect stat troponin-I reagent, list # 2k41-28. Further documention of this event is contained in MDR report # 1415939-2012-00064.

Manufacturer narrative:
Abbott has confirmed that architect stat troponin-I list number 2k41-28, lot 74264un11 is demonstrating a shift in expected results in some cases. This effect can vary from kit to kit. The issue is specific to lot 74264un11 of 2k41-28 and this list number is not distributed in the us. A product deficiency was identified and the specific root cause is being investigated. Initial indications suggested that the issue is caused by depressed (rlu) values. A shift down in patient/control concentration results (falsely depressed) could be observed when a non-depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a depressed rlu reagent kit. An elevated shift up in patient/control concentration results (falsely elevated) could be observed if a depressed rlu reagent kit is used to calibrate and a patient/control sample is tested using a non-depressed rlu reagent kit. All levels of abbott controls will detect the shift. If controls are out of range, performing a recalibration will restore the controls in range and accurate results would be generated. As described in the architect stat troponin-I package insert, it is recommended that each control level be tested once every 24 hours each day of use.

Manufacturer narrative:
(B)(4); no known impact or consequence to patient. (B)(4); incorrect or inadequate test results an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A field service engineer (fse) was at the customer site to perform routine maintenance on the architect i2000sr analyzer. After completing instrument maintenance, which required several parts to be replaced, the fse picked a random patient sample to run a precision test on the architect stat troponin-I assay. The results obtained were both above and below the customer's cut-off of 0.035 ng/ml. The following results were obtained: 0.016 ng/ml, 0.020 ng/ml, 0.035 ng/ml, 0.042 ng/ml, 0.040 ng/ml. It is not known whether troponin had been previously ordered for this patient or what the correct value should be for this particular patient sample. Controls were within range prior to testing the patient sample.